Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a dorsal height adjuster broke off intra-operatively while adjusting a previously-implanted screw during a procedure to address next-level disease progression; the surgeon was raising the position of the screw to align it with the new rod going to the next level. The fractured piece was recovered and the surgery was completed without patient impacts.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed a fractured tip on the dorsal height adjuster. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review : per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of a dorsal height adjuster broke off intra-operatively while adjusting a previously-implanted screw during a procedure to address next-level disease progression; the surgeon was raising the position of the screw to align it with the new rod going to the next level. The fractured piece was recovered and the surgery was completed without patient impacts.